Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected battery out limit alarm anomalies noted. Device received with cracked belt clip slot, missing end cap sticker and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had an off no power alarm without a low battery alarm and had stopped working. The customer's blood glucose level was unknown. Customer reported the insulin pump was not dropped. Customer stated the battery cap was not loose, cracked or damaged. Customer stated this was the second occurrence of off no power without a low battery warning. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.